Event description:
It was reported that patient underwent a procedure utilizing a suture anchor on (B) (6) 2010. During the procedure, the tip of the anchor fractured off and fell into the patient. The tip could not be retrieved. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found that the center section appeared to have fractured in bending overload, however, the exact cause of the fracture could not be determined. (B) (4).